Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the l-hook broke off the device during a procedure. The doctor almost lost the piece in the patient but was able to retrieve the piece. The broken device nearly punctured the patient's bowel. There was no injury to the patient. No further information available.